Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure.

Event description:
It was reported that the pump exhibited an audible alarm post system advisory error. No patient injury or involvement was reported.